Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken grip at the grip base/midpoint of the grip. A piece approximately 0.083" x 0.107" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument's distal tip was cracked and chipped. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: when the instrument was inspected after being cleaned, there were no missing pieces. The only thing that was documented was a small crack. There were no issues or damages to the instrument during the case. No fragments fell into the patient.